Event description:
It was reported that during set-up for an unspecified procedure, prior to the patient being present, the flex deflectable videoscope exhibited a b30 scope communication error. There was no report of patient or user harm as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Update: d8, h3, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, the reported b30 scope communication was reproduced, as well as a scope communication error 216. The investigation found that the image sensor unit cable was kinked near light guide connector boot. A definitive root cause of the observed scope communication errors could not be determined, however, it is likely that the issues were the result of broken output signal wires or a short circuit due to the kink which led to the image abnormalities. A definitive root cause of the kinked image sensor unit cable was likely due to external stress to the cable from applying stress to the bending section and or stress to the universal cord such as excessive twisting and bending. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.